Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was alarming no disposable pump wont run. Per reporter device also exhibited small air bubbles. Per reporter residual volume was: 84.1, rate 2 and 7.9 was given. No adverse patient effects were reported. No additional information is available at this time.